Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 6 pm on (B)(6) 2017. The patient stated that he manages his diabetes with insulin (humalog and levemir; self-adjuster). The reporter claimed obtaining blood glucose reading of "167 and 285 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology , the calculated difference of these glucose results exceeds lifescan's criteria for precision. In response to the alleged meter issue, the patient claimed took 10 units humalog and 10 units levemir. The patient denied developing any symptoms nor requiring any treatment. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample sites. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.